Event description:
Reportedly, during ventilator start-up and self test, device alert alarm occurred. There was a system failure gui post. There was no pt involvement reported.

Manufacturer narrative:
Covidien reference # (B)(4).